Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and error 307 was confirmed in the logs. Upon visual inspection, the air filter was found to be dirty. The vp was installed onto a working system where the video camera interface (vci) 1 and vci 2 node was not present on the laptop app. Upon powering up error 307 appeared. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system would not complete start up and displayed error 31004 and 41070. When attempting to recover from the initial recoverable error 31004, the system had a non-recoverable 41070 followed by 307 errors. System was not available on onsite and log review could not be performed. Further troubleshooting was required. There was no report of patient involvement.